Event description:
Reportedly, a malfunction occurred with the customer's pump, identified by the malfunction code malf 3. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. In response, tandem technical support arranged to send a replacement pump, instructed the customer on using a backup insulin therapy method, and provided guidance on returning the faulty pump.